Event description:
It was reported to philips that a low load error caused scan aborts during fluoroscopy on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service conditioned and recalibrated the tube and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).